Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared misaligned. The stapler was returned with 32 staples remaining in the cover block, indicating that at least 3 staples were fired by the end user. For functional testing, an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was unable to form properly. This was repeated with the same result for the second staple. It appeared that the misalignment of the staples prevented the staples from firing properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed, and no relevant findings were identified. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled and die casting anomalies on the forming tool were discovered. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. An investigation was initiated to further investigate the issue. The investigation is still on-going. Teleflex will continue to monitor and trend on complaints of this nature.